Manufacturer narrative:
Additional information received: on (B)(6) 2014, it was reported the patient experienced symptoms of hypoactive upper right oblique with maximal diplopia in the lower left gaze and was issued a prescription for prismatic glasses. On (B)(6) 2014, the patient underwent endovascular treatment and still had visual impairment. On (B)(6) 2014, an MRI revealed a central lateral right cerebellum ischemic lesion which the physician believes to be the cause of the visual impairment. The location of the lesion is in the dural tent fistula of the right cerebellum.

Event description:
Info received from the davf prospective registry, pt: (B)(6). Treatment of a davf (dural arteriovenous malformation). The pt underwent onyx embolization treatment on an unspecified date. On (B)(6) 2014, it was reported the pt had visual impairment. The treatment was reported to be on-going. No further info was available.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was consumed in the event. (B)(4).